Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The pt presented to the cath lab experiencing an acute myocardial infarction. The lesion being treated was a "soft thrombosis" in the left anterior descending (lad) artery. The physician successfully deployed the taxus express2 8.8% 3.5 x 16 mm drug eluting stent. After the stent was successfully deployed, the physician dialed the balloon down which deflated the balloon completely. The physician pulled negative and then attempted to remove the balloon from the stent. Roughly, 10 seconds of pulling counter pressure back, the balloon released. The guide catheter did dive down the vessel some, but there were no pt injuries.